Event description:
On 27jul2015 our affiliate in (B)(4) advised that a patient (pt) called to report that he/she felt a ¿sting¿ upon insertion of an acuvue brand contact lens (cl) in the os. The pt advised that he/she continued to wear the suspect cl for two to three hours. The pt advised that after the removal of the suspect cl ¿his/her eye was fine after removed the cl at that time and did not find any unusual.¿ the pt also advised that ¿can¿t open his/her eye in the morning¿ and ¿felt very sore, os eye was bloodshot, eye watering and felt something on os eye around 9am.¿ the pt advised that he/she went to see an eye care provider (ecp) and diagnosed with keratitis. The pt was given two prescription eye drops. The pt advised that the eye drops were prescribed ¿every 1-2 hours on the first 2 days. The pt states that the ecp also advised the pt to discontinue cl wear. The pt stated that his/her eye felt fine after 2 days and ¿then used lenses 3 times a day until now.¿ on 30jul2015 an e-mail was received from the pt advising that the two eye drops used for the event were tobramycin and dexamethasone eye drops and chrondroitin sulfate eye drops. No additional medical information was received. The date of the event is reported as (B)(6) 2015. The pt advised that one suspect cl is available for return for evaluation. The product has been requested, but has not yet been received. A lot history review was performed for lot # l002hcd and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
11 sealed blisters were returned from lot # l002hcd. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).